Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, ¿comparison of whole-blood metal ion levels in four types of metal-on-metal large-diameter femoral head total hip arthroplasty: the potential influence of the adapter sleeve.¿ the aims of this study were: to compare chromium, cobalt, and titanium ion concentrations in the whole blood of patients who received any of four types of total hip arthroplasty implants with a large-diameter femoral head; to assess the progression of ion levels over time; and to identify factors influencing metal ion concentrations. A patient identified in the article underwent a revision procedure due to a malpositioned acetabular cup. No further information is available and the patient's outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is being filed to correct information. Medical products - unknown m2a magnum femoral head catalog#: ni, lot#: ni; unknown m2a magnum taper adapter catalog#: ni lot#: ni; unknown taperloc femoral stem catalog#: ni lot#: ni.